Event description:
Pump alarmed and displayed "malfunction code 64". Pump emitted odor of burning plastic with some smoke. Pump unplugged and discontinued. IV cartridge appears to be retained in place by piston and staff unable to remove same. Drips had to be re-primed with substantial drop in pt's systolic blood pressure ensuing (vasopressor drugs infusing at time of occurrence).